Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board substrate is not good causing error message. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope presented scope error b30. This occurred during inspection for use. There were no reports of patient harm.